Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and no off no power anomalies noted. The pump had a displayable history alarm in the history file due to corrupted history files. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a corrupted history file. The blood glucose reading was 70 mg/dl. The customer declined to troubleshoot for low blood glucose and stated that the issue was due to not eating lunch. The insulin pump shut down and the customer also reported a motor error alarm. The insulin pump was not stored with a dead battery for an extended period of time. The customer was advised that the history error alarm occuring during normal use was normal insulin pump behavior. The insulin pump was not returned or replaced.